Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: device was broken shell, red particles and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a left side rupture. The device was explanted.